Event description:
It was reported an alert occurred when customer was attempting to charge their pump. Customer declined troubleshooting from tandem technical support. There was no reported adverse impact. No additional information was provided.